Event description:
A positive advia centaur troponin patient result was reported to the physician who questioned the result. A new sample was drawn and the troponin result was negative. The initial sample was then repeated and a negative troponin result was obtained. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin result.

Manufacturer narrative:
A siemens field service engineer was sent to the site. The fse performed a total service call and found sticky pinch valve tubings, a bend in the reagent probe and a loose cuvette ring, all of which may have contributed to the event. The instrument has been repaired. The instrument is performing within specifications. No further evaluation of the device is required.